Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation, medical device problem code) due to character limitation in block e1: event site name: (B)(6). Keeping UDI partial in emdr (1438143) as serial number is unavailable.

Manufacturer narrative:
Issue was already resolved using the help screen prior to callback. Nurse confirmed no blood in helium tubing; alarm occurred only once. Pumping resumed using the ¿fill¿ key.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11 corrected fields - h6 (component codes).

Event description:
N/a.